Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason why the main device implanted on (B)(6) 2019 was removed and replaced by a new one was because the battery died. But as per the patient everything is now working fine because of the new implanted device. No further complications were reported.